Event description:
It was reported that the user¿s dexcom sensor would not pair with the ilet while it remained connected to the dexcom app and the user received a wrong code alert; troubleshooting determined the ilet was set to dexcom g6 instead of g7, and the user switched the pump to g7 and reentered the pairing code, addressing an intermittent communication issue associated with electrical components including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the ilet and the cgm due to an incorrect sensor type selection, consistent with an intermittent communication failure and involving the electrical/antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-related issue.